Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior, crease flat, white particles outer and inner device. Leak test and microscopic analysis was performed which identified: sharp opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
The device has been replaced.